Event description:
On (B)(6) 2011, the pt underwent repair of an abdominal aortic aneurysm and was implanted with a gore excluder aaa endoprosthesis featuring c3 and two add'l gore excluder aaa endoprostheses. On (B)(6) 2011, the pt underwent a f/u computed tomography that revealed a distal type I endoleak from the contralateral leg component. There was no aneurysm growth. On (B)(6) 2011, the pt underwent a reintervention where an iliac extender component was implanted. The distal type I endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.